Event description:
It was reported that during a coronary artery stenting treatment procedure shaft break occurred. Same case as 2134265-2013-00025. The lesion being treated was located in the left anterior descending artery. The physician was performing a p.t.c.a in the osterioproximal segment which was mildly calcified. After pre dilatation was completed with a 2.0x10mm balloon. An attempt was made to cross the lesion with a taxus liberte - 3.0x38mm and taxus liberte - 2.75x38mm. The physician was unable to cross the lesion with these devices. During the process, both devices had there shaft broken. The procedure was completed with a 2.5x24mm non bsc drug eluting stent and a 2.5x24mm non bsc bare metal stent to get tmi 3 flow. There was no patient injury and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the taxus liberte catheter was received with no original packaging. The protective tubing that is placed on the stent in final packaging was partially loaded onto the stent, indicating it was removed and replaced or partially removed at some time after unpackaging. There was a complete separation of the hypotube. The tip was damaged. The hypotube separation was 23cm from the edge of the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment, procedure shaft break occurred. Same case as 2134265-2013-00025. The lesion being treated was located in the left anterior descending artery. The physician was performing a p.t.c.a in the osterioproximal segment which was mildly calcified. After pre dilatation was completed with a 2.0x10mm balloon. An attempt was made to cross the lesion with a taxus liberte - 3.0x38mm & taxus liberte - 2.75x38mm. The physician was unable to cross the lesion with these devices. During the process, both devices had there shaft broken. The procedure was completed with a 2.5x24mm non bsc drug eluting stent and a 2.5x24mm non bsc bare metal stent to get tmi 3 flow. There was no patient injury and the patient status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).